Event description:
During a percutaneous transluminal angioplasty (pta) procedure of a superficial femoral artery, the physician delivered the stent delivery system to the site and inflated the balloon to deploy the stent, but after deflation, he could not see the stent under fluoroscopy. The scrub tech noticed that the stent was outside the pt lying on the drape. There was no reported pt injury. The sales rep indicated that the scrub tech is experienced and has no explanation as to how the event occurred.

Manufacturer narrative:
A clinically used slalom (sds) stent delivery system was returned for analysis. The stent was returned separated from the balloon. The stent had a compressed and deformed condition. The balloon had already been inflated. A device history record review was performed and showed that this lot of products met all requirements per the applicable mqp, including stent retention values. Microscopic examination revealed clear stent marks on the balloon material indicating that the stent was crimped on the balloon properly. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event. Although the exact cause of the stent dislodgement could not conclusively be determined, there are no indications that it was related to the mfg process.